Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. Observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified broken crease sharp, stress marks and crease fold. Base on the device analysis, the final assessment is a broken crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.